Event description:
The event is reported as: the balloon burst lengthwise inside the patient. The catheter came out and a new one inserted. No report of retained product or injury to patient.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.